Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and lead dislodgement. This lead was explanted and replaced. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and lead dislodgement. This lead was explanted and replaced. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.